Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number, m5082t514, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample was returned. The irrigation port was submerged in water and infused with air using a syringe. There was no evidence of leakage at the elbow connection. The position of the thumb valve did not appear to be fully upright (closed). The sample was attached to the mobivac suction equipment, set at 120mmhg. With the thumb valve in the unlocked, closed position, suctioning occurred. In the locked position, suctioning occurred. With slight pull upward on the thumb valve, the suctioning stopped, but resumed when that tension was released. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that, "the et tube is leaking at the point the respiratory therapist thought was the connection of the luer cleaning port." Patient required respiratory assistance for inability to maintain airway.